Manufacturer narrative:
We checked the returned unit and confirmed that the insertion flexible tube (ift) broken, image guide fiber bundle (cfb) fluid damage, light guide cable aging degradation, insertion flexible tube (ift) fluid damage. Based on the result, we concluded that the ccd module fluid damage was caused due to the insertion flexible tube (ift) fluid damage; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)